Event description:
The device would not clamp or lock. The vendor said that the device was defective. The operating room rn got another device. The second device worked perfectly. The procedure was completed.